Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) prompted that the device needed maintenance during use, and the iabp internal self-check found that maintenance was required. The customer restarted the device and then started normal use. The customer was advised to replace the device. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and on-site inspection equipment found that the device pressure was out of range and the air compressor needed to be replaced. After replacing the compressor, the equipment was functionally tested according to the requirements specified by the factory. After the test, the equipment met the factory's specified requirements and was delivered for use.

Event description:
N/a.